Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an unspecified number of underinfusions while using a clearlink system continu-flo solution sets. The underinfusions would occur while using the set with baxter spectrum pumps; however, the pumps were determined to be performing to specification. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further follow-up, the reporter indicated that the following medications may have been used during the events: bendamustine, carboplatin, cetuximab, cisplatin, cyclophosphamide, etoposide, irinotecan, oxaliplatin, paclitaxel, pertuzumab, rituximab. The reporter stated that the nurses are running the pump longer to get every drop of medication that is in the bag. Should additional relevant information become available, a supplemental report will be submitted.